Event description:
The user reported that during a thoracentesis, the valve of the one-step catheter detached but remained inside of the catheter hub. The catheter did not drain and was exchanged for a new one. The procedure was completed successfully with the new catheter. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: one used device returned for eval. The eval is in process. A f/u report will be submitted when the eval has been completed.